Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display before and after a battery change. Customer's blood glucose was 125mg/dl at the time of incident. The customer was assisted with troubleshooting but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.